Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us.

Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead due to high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.